Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited jumpy impedance and loss of capture (loc) on the left ventricular (lv) lead channel. A request was made to have the data review. Technical services (ts) reviewed the data and noted the first out of range pacing impedance triggered in (B)(6) 2015. The loc was greater than two seconds; however, there is still capture in the right ventricular (rv) lead channel so there was no asystole or pause of therapy. Ts recommended troubleshooting for the next in office follow-up. The physician is ware of the issues and was recommended to continue monitoring the device data. Additional information was received, stating that the patient was evaluated in clinic. There was no change in lead integrity measurements while performing provocation testing. The device remains in service. No adverse patient effects were reported.